Event description:
When powering off the x-ray unit, the hygientist received a shock, and was thrown back.

Manufacturer narrative:
The hygientist was shocked, sustaining a burn to her hand. Visual inspection of the unit in the state in which it was returned indicates a screw was missing, that grounds the emi filter and transient protection devices to the chassis. This screw is not part of the safety grounding of the equipment. There is evidence of arcing only at the location of the missing screw. The insulation system on the pcb assemblies was intact, verified by a hipot test of 1500vac for 60 seconds. The primary fuse was intact. The dpst power switch has a faulty pole that appears intermittent for the neutral connection. Pressure exerted on the pcb at the switch solder connection causes the contacts inside the switch to make and break. It was reported that the converter pcb was replaced by a dealer technician in april 2007, onsite at the office. Because arcing was reported at the power switch at turn off, it is suspected that a voltage transient was induced on the ac line that caused the transient protection devices to fire. This shorted the line voltage to the chassis at the missing screw location. The chassis became electrically live and shocked the user. The ability of the chassis to become electrically live and induce a shock is only possible, if two things occur : the installer did not connect the safety ground per the installation instructions, and the installer reversed the line and neutral connections on a hard-wired install. These could not be verified in the state that the unit was received, the unit was disconnected and partially disassembled. The doctor will receive an expert dc intraoral x-ray unit as a replacement.